Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A e1 ringloc bipolar 28x43mm, part # 110010460 from lot 634060, was returned and evaluated against the complaint. Visual inspection found the ring to be bent within the cup. And protruding from the locking groove. The chamfer of the ring is oriented properly, facing outward. No damage or debris was observed, to the locking grooves of the cup or liner. The ring was removed from the cup, during the evaluation. The liner had minor damage to the locking groove,.and the shell had no damage observed, to the outer radius. Device history record (DHR) was reviewed. And no discrepancies were found. Root cause of the event could not be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted report source: (B)(6).

Event description:
It was reported that during a hip procedure the polyethylene liner could not be fitted into the metal cup. A back up liner was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.